Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new patients and orders was not crossed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that new patients and orders were not crossing the station. The technical support specialist (tss) did not perform any troubleshooting, as the issue had resolved itself without intervention. The system functioned as intended after the issue got resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, new patients and orders was not crossed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.